Manufacturer narrative:
(B)(4) describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver displayed a call tech support error on (B)(6) 2016. Reporter could not recall the error number. No injury or medical intervention was reported. No additional patient or event information is available. The device has been received for evaluation. Follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).